Event description:
It was reported that "swg hard to advance and unraveled. The patient had no adverse reactions." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The report of an unravelled guide wire could not be confirmed through complaint investigation of the returned sample. The customer returned one, 2-lumen acute hemodialysis catheter for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. The guide wire involved with this complaint was not returned for analysis. Visual analysis of the catheter revealed that the body was severed directly adjacent to the proximal skive hole. The edges of the hole were smooth and uniform, which is damage consistent with contact with sharps. The customer was contacted as part of this complaint investigation. They confirmed that the catheter body was severed after the guide wire became unravelled. Visual analysis could not be performed on the guide wire involved with this complaint as it was not returned. The catheter length from the juncture hub to the severed end measured 165mm via calibrated ruler, which indicated that 42mm-62mm of the body was severed and not returned for analysis. The catheter body outer diameter measured 3.99mm via calibrated caliper, which was within the specification limits of 3.96mm-4.06mm per the catheter extrusion product drawing. Dimensional analysis could not be performed on the guide wire as it was not returned for analysis. Functional inspection was performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A lab inventory guide wire with a diameter of 0.035" was inserted through the catheter body. Little to no resistance was encountered as the guide wire passed completely through the assembly. Functional analysis could not be performed on the guide wire as it was not returned for analysis. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The device history record review was performed for the potential lot numbers identified from sales history, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined as the guide wire involved was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "swg hard to advance and unraveled. The patient had no adverse reactions." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number. The report of an unravelled guide wire could not be confirmed through complaint investigation of the returned sample. The customer returned one, 2-lumen acute hemodialysis catheter for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. The guide wire involved with this complaint was not returned for analysis. Visual analysis of the catheter revealed that the body was severed directly adjacent to the proximal skive hole. The edges of the hole were smooth and uniform, which is damage consistent with contact with sharps. The customer was contacted as part of this complaint investigation. They confirmed that the catheter body was severed after the guide wire became unravelled. Visual analysis could not be performed on the guide wire involved with this complaint as it was not returned. The catheter length from the juncture hub to the severed end measured 165mm via calibrated ruler, which indicated that 42mm-62mm of the body was severed and not returned for analysis. The catheter body outer diameter measured 3.99mm via calibrated caliper, which was within the specification limits of 3.96mm-4.06mm per the catheter extrusion product drawing. Dimensional analysis could not be performed on the guide wire as it was not returned for analysis. Functional inspection was performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A lab inventory guide wire with a diameter of 0.035" was inserted through the catheter body. Little to no resistance was encountered as the guide wire passed completely through the assembly. Functional analysis could not be performed on the guide wire as it was not returned for analysis. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The device history record review was performed for the potential lot numbers identified from sales history, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined as the guide wire involved was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "swg hard to advance and unraveled. The patient had no adverse reactions." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).